Event description:
Customer alleged lift will go up but will not go down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1078987 rev j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. Maintenance history of the device is unknown. The consumer stated that the lift is at its highest point and will not lower. She stated that she removed the battery and put it back, turned the lift off and on but it will not lower. No injury or medical intervention alleged.